Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off and his battery drained, after he walked through a 'new' airport scanner. Additional information had been requested, but was not available as of the date of this report. See also manufacturer's report # 3004209178-2012-03244.

Event description:
Follow-up information reported conflicting information on the patient's status. It was unclear if the patient's issues had been resolved, or if they were ongoing. The patient had an appointment on (B)(6) 2012 and no outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 37642, serial # (B)(4); lead model 3387-40, lot # j0424916v, implanted: (B)(6) 2004, explanted: na; concomitant system: neurostimulator model 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2012, extension model 748266, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; programmer model 7438, serial # (B)(4), lead model 3387-40, lot # j0424916v, implanted: (B)(6) 2004, explanted: (B)(6) 2012.